Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced power connection issues while on batteries. Log file analysis captured numerous power cable disconnect events throughout the log that were not associated power source changed. These occurred on both the black and white power leads. The patients controller was exchanged which resolved the power cable disconnect alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power cable disconnects during battery operation were confirmed in the submitted heartmate ii lvas log files. Power cable disconnects faults with atypical rsoc voltages (voltage dropouts) during battery operation occurred throughout the log files. The rsoc voltage dropouts occurred on both power cable leads. The rsoc voltage dropouts are indicative of battery/clip or controller/clip connection issues. Request for additional event information was sent to the customer. The customer reported that replacing the patient¿s system controller resolved the problem; however, the controller pcx-18007 will not be returned for analysis. As a result, the exact cause of the power cable disconnect alarms was not conclusively determined in this analysis. The system controller (sn: (B)(6) ) was made per shop orders. The controller was made in accordance with manufacturing and quality process documents. The system controller was shipped to the customer on aug 21, 2019. The software was ver 7.29. The controller was assigned to the patient on (B)(6) 2020 (per patient¿s equipment records). System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate ii lvas patient handbook. Maintenance of heartmate batteries and clips periodically and prior to use is specified in the heartmate lithium-ion battery instructions for use, and the heartmate ii lvas patient handbook. Battery run-times with the heartmate ii lvas system are addressed in the heartmate 14 volt li-ion battery instructions for use (IFU), the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.